Event description:
It was reported that during pre-inspection, it was discovered that the battery oscillator device was broken. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 28, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery lock slide assembly was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time, which is normal use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.